Event description:
Customer called to report that the insulin pump alarmed for failed battery test. Blood glucose reading at the time was 73 mg/dl. Assisted the customer in clearing the alarm and inserting new batteries. The alarm persisted even after changing multiple batteries. Advised the customer that the insulin pump will be replaced. Customer called back to inform us that she was able to get the insulin pump to work when using energizer alkaline batteries as recommended. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.